Manufacturer narrative:
(B)(4). Report source: canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device in process to return.

Event description:
It was reported during an initial hip procedure, the surgeon implanted the g7 cup in the usual fashion. The drill was used with the g7 gold drill guide. When the drill came back to the nurse the top of the flexible shaft with the drill bit was broken off of the rest of the shaft. The surgeon did not need to use the drill again. Nothing fell into the patient because it was all together as it came to the back table, the drill bit was supported by the gold drill guide. No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection, tip broken, only one piece returned. Scuffs and scratches on hex end. A review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.